Event description:
Free covid tests I was sent expired 12/23/2023. Looked up the extended expiration dates on website and that is also now expired 12/23/2024. Tried to order new ones and website says I hit the limit. Can I please get a set of unexpired tests sent to me?